Event description:
It was reported that this pacemaker could not be interrogated using a communicator after a recent software update. Technical services (ts) was contacted, after performing troubleshooting the device was not able to be interrogated. Furthermore, the health care professional (hcp) contacted ts on a later date stating that the device was able to be reconnected to the communicator; however, it was not confirmed if the device was interrogated successfully. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.